Event description:
Report received from (B)(6) stating that they could not secure the cutter into the device. The device was not used during surgery. It is unknown if injuries or medical were reported. It is unknown if there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).